Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise resulting in pacing inhibition in a pacer dependent patient. A lead fracture was suspected. The lead was capped and replaced. The patient was doing well post procedure.